Manufacturer narrative:
H6 medical device problem code a050401 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the left femoral artery. Bleeding was noted from the sheath. A contributing factors was vessel calcification. The type of introducer damage was identified as a kink in the sheath. The patient was successfully weaned from support and survived to explant. Bleeding in this patient may have resulted from access-site complications related to vessel calcification and sheath kink during support.

Manufacturer narrative:
Additional information has been provided in d9 and h6.